Manufacturer narrative:
Analysis was normal. No anomalies were found. Additional information: d10, h2, h3, h6

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during post implant procedure device check, it was observed that the right ventricular lead exhibited loss of capture. A fluoroscopy was performed that revealed the lead had dislodged. On (B)(6) 2020, during lead revision procedure, the lead exhibited loss of capture even after being repositioned. The lead was explanted and replaced. The patient was in stable condition.